Manufacturer narrative:
Manufacturer narrative: the lot number of the migrated lead was not provided; therefore, a report has been submitted for both of the patient's implanted leads. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference manufacturer report: 1627487-2011-02452 and 1627487-2011-02454. The patient received an scs system, which included two percutaneous leads and an anchor. It was reported the patient's lead was explanted and replaced due to unacceptable impedances subsequent to lead migration. During the procedure, the physician could not disengage the anchor. As a result, the anchor was also explanted and replaced. No patient complications were reported as a result of this event.